Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se found a bent pin in the compressor cable causing the alarm; the pin was straightened solving the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had no breath delivery alarm. The ventilator was not in use on a patient at the time the alarm occurred.